Event description:
It was reported that the right ventricular (rv) lead exhibited small r waves and an increased threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. No anomalies were found. The defib conductor was distorted, and the outer insulation exhibited a cosmetic depression. The outer tubing was kinked/buckled, and the outer tubing overlay was melted and exhibited cosmetic environmental stress cracking. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. The lead exhibited apparent explant damage.